Event description:
It was reported that the patient presented for an implant procedure. During the procedure, issues were noted with the sealing of the torn sheath and bleeding was observed. After the left ventricular (lv) lead was inserted, it failed to capture. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.